Manufacturer narrative:
Add'l info was received on 08/04/2010 which changed this event to reportable. Eval method: a review of the mfg paperwork has been conducted. Results: the review of the mfg records for the device verified that the lot met all pre-release specifications. The examination found no anomalies attributable to the manufacture of the device.

Event description:
In (B)(6) 2010, a pt was implanted with an fep ringed gore-tex vascular graft (lined) in an axillobifemoral application. On (B)(6)2010, the pt presented with swelling. An ultrasound was performed and a seroma was observed with fluid along the length of the graft. On (B)(6)2010, the graft was explanted.